Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there were errors upon start-up, the front display was flashing on cooler heater unit. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) found the unit to be fully functional and could not duplicate the failure. The fsr tested the unit and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.